Event description:
Incident description: the #3 lever of sentinel device separated from main unit, making it difficult to retrieve filter. Manually retrieved filter with force on wire and hypo tubing to pull filter back into the device. The procedure was completed successfully with no complications to the patient.